Event description:
The procedure was diagnostic colonoscopy. There was a few minutes delay. Procedure was completed with similar device. Clv-180 s.n.: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer found that the power supply connector was loose and was repaired onside at local service center. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, evis exera iii xenon light source doesn't switch on. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. D8, d9 were inadvertently checked. E2 was inadvertently checked; reporters title is not available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the power supply connector was loose. Therefore, it is likely that the light source did not turn on due to the looseness. However, the root cause of the failure could not be determined. Additionally, the phenomenon of the procedure delay possibly occurred due to actions were taken to improve the device malfunction. The root cause of the delay could not be identified. Olympus will continue to monitor field performance for this device.